Event description:
It was reported that there was a separation between the main body and the white twist sleeve of the twist clamp on a minicap extended life pd transfer set. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during follow up, it was clarified that that the separation was found between the tubing and twist clamp. H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted the silicone tubing separated from the female connector. Markings observed on the tubing indicate the tubing was positioned onto the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the connection between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.